Event description:
It was reported to boston scientific corporation that an ultraflex distal release esophageal stent was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the stent did not deploy correctly and was only able to partially deploy. The procedure was completed with another ultraflex esophageal stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
An ultraflex esophageal distal release stent was returned for analysis. The packaging was not returned for evaluation. Visual examination of the returned device found that the stent was partially deployed by 7mm. No issues were noted with the profile of the crochet stitches from the point of release from the stent. During the product analysis, the investigator was able to fully deploy the stent without issue. Device analysis determined that the condition of the returned device was consistent with the complaint incident as the stent was partially deployed. However it was possible to fully deploy the stent during analysis. As it was possible to fully deploy the stent during analysis the cause of the deployment difficulties was most probably due to anatomical/procedural factors encountered during the procedure. Therefore, the most probable root cause for this complaint is operational context. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an ultraflex distal release esophageal stent was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the stent did not deploy correctly and was only able to partially deploy. The procedure was completed with another ultraflex esophageal stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.